Event description:
Approximately three hours after the successful angioplasty and stent placement to treat stenosis in the basilar artery, the patient presented with significant dense left-sided hemiparesis. A CT scan did not reveal any hemorrhage, but angiography revealed the proximal end of the stent to be occluded with thrombus. The thrombus was treated with reopro and tissue plasminogen activator, along with a second stent placed telescoping the proximal end of the subject device. This resulted in restored patency to the basilar artery and improvement in somatosensory evoked potentials in the upper left extremity. The patient continues to have left-sided hemiparesis and remains hospitalized.

Event description:
Approximately three hours after the successful angioplasty and stent placement to treat stenosis in the basilar artery, the patient presented with significant dense left-sided hemiparesis. A CT scan did not reveal any hemorrhage but angiography revealed the proximal end of the stent to be occluded with thrombus. The thrombus was treated with reopro and tissue plasminogen activator, along with a second stent placed telescoping the proximal end of the subject device. This resulted in restored patency to the basilar artery and improvement in somatosensory evoked potentials in the upper left extremity. The patient continues to have left-sided hemiparesis and remains hospitalized.

Manufacturer narrative:
Anticipated procedural complication. A device history record review confirmed that the device all met material, assembly and performance specifications upon release. The device remains implanted so was not available for evaluation. From the information provided there is no indication that there was any device malfunction, nonconformance or misuse that contributed to the reported event. Thrombus is a known and anticipated complication to these types of procedures and is listed as such in the directions for use. Therefore it was determined that the reported event was an anticipated procedural complication.